Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed on (B)(6) 2020. According to the complainant, an rx locking device sponge detached from a cap, during a previous procedure and remained in the scope channel. A detached fragment of the sponge was noticed inside the channel of the scope, after the scope had been re-processed and was being attempted to be used on another patient. During the ercp procedure performed on (B)(6) 2020, a fragment of a white sponge from an rx locking/ biopsy cap came out of the scope and was pushed inside the patient. It was reported that the physician left the sponge fragment inside the patient, to pass naturally. Additionally, the complainant verified that an rx locking/ biopsy cap was not used on the procedure performed on (B)(6) 2020. (Report 3005099803-2020-01837). There were no patient complications reported as a result of this event.